Event description:
The patient was revised on (B)(6) 2022 for dislocation. Approximately 4 months after the first surgery. The surgeon explanted 1 eccentric glenosphere and 1 humeral cup 135/145° ø36+9. The surgeon implanted 1 eccentric glenosphere, 1 adapter and 1 stability humeral cup ø40+3.

Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.